Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since k-wires/screws placed with the aid of navigation were not placed as intended, although: there is no indication of a systematic error or malfunction of the brainlab navigation device. According brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. According to the hospital, the goal of the surgery was successful in term of fixation. According to the results of technical investigation and the information available to brainlab from the hospital, it can be concluded that the root cause for the deviation of k-wire/screw placements is a relative movement of the vertebrae operated on (l4 and l5) in relation to the vertebra where the reference array was attached to (l3), which led to a shift between the virtual display of the image dataset and the actual patient anatomy. Relative movement of vertebrae can occur due to a non-rigid connection of the bones. In this case, due to the laminectomy performed on l4-5 in a prior surgery, the spine was less stable. In addition, the diagnosis of a degenerative spondylolisthesis was present. Instability of the spine can contribute to an anatomical displacement/relative movement of the vertebrae. Furthermore, using a mallet to enter the navigated instrument to the bone of the instable spine increases the likelihood of relative movements of the vertebrae. These vertebra movements relative to the reference array cannot be recognized by the navigation when displaying instrument positions on the pre-surgery images. Apparently, the resulting deviation has not been recognized with the necessary continued verification of navigation accuracy by the user during the procedure (before k-wire/screw placements). There is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the lumbar spine for a degenerative spondylolisthesis with fusion of and screw placement in l3-l5 was planned to be performed on (B)(6) 2018 with the aid of brainlab navigation system spine & trauma 3d version 2.6 in a previous surgery a laminectomy had been performed for l4-5 (note that thus the navigation reference array could not be placed on these vertebrae). During the procedure the surgeon: attached the navigation reference array to the spinous process of the vertebra l3. Performed an intraoperative scan with the ziehm vision rfd 3d c-arm, that was automatically matched by the navigation system with the current patient anatomy (automatic image registration). Verified the accuracy of patient registration on multiple positions and in all anatomical directions on the bone and accepted the result . Verified calibration of the brainlab awl and brainlab pedicle probe successfully. Prepared 6 screw canals in l3, l4, and l5 using the brainlab awl and brainlab pedicle probe (whereby a mallet was used to enter the awl in the hard bone). Placed 6 k-wires into the prepared holes. Placed 6 screws using a non-navigated screwdriver (l3 first, then l4 and l5) (whereby the cannulated screwdriver was inserted via the k-wire to the bone, then screw was placed). Performed a laminectomy, and noticed that the screws in l4 and l5 were not placed as intended (deviation of screws in l4 unknown, screw in l5 right breached the medial border by 2 mm, screw in l5 left was completely medial to the pedicle). Decided to remove and replace the l5 left screw manually (without aid of navigation). Ended the surgery with a delay of 1 hour (with no negative clinical effect on the patient due to this prolongation). After the patient woke up, the patient had a left foot drop, and a CT scan was performed, which showed that the screw in l5 left was (still) not placed as intended. The surgeon performed a revision surgery and replaced the screw in l5 left (without aid of navigation). According to the hospital, the goal of the surgery was successful in term of fixation, however, the patient has plegia of the left foot elevation, and hospitalization was prolonged. Further note that the surgeon is unsure if the (complete) deviation of the screw in l5 left and resulting patient injury was caused by initial screw placement with aid of navigation or by manual/conventional replacement during the same surgery (a control scan is not available/was not taken at that point in time).